Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range, low voltage lead impedance issue and noise artifact issue was observed on the rv lead. It was noted that when noise issue first occurred in (B)(6) 2015, programming changes were made to prevent the noise. Patient was presented to the clinic for lead revision. Lead was capped on (B)(6) 2018 and a new lead was implanted. Physician elected to downgrade the device to a single chamber pacemaker during the procedure as well. Patient was stable prior, during and post procedure.